Manufacturer narrative:
The device was sent to a third-party service agency for evaluation. The third-party service agency was able to confirm the reported issue of the touchscreen being unresponsive. The third-party service agent performed the touchscreen recalibration procedure and then observed proper device operation through functional and performance testing. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device was intermittently unresponsive. There was no specific patient involvement associated with the reported event.